Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction with the ultram12 units and he practiced a very clean catheterization technique. The patient's doctor advised the patient to try a sterile technique using the closed catheterization system to attempt to control the recurring infection.

Event description:
Intermittent catheter patient's wife said the patient (user) has been getting a urinary tract infection (uti) every month concurrent with catheter use and wanted the patient to get a different catheter instead of the one that he's been using. During follow-up, the patient's wife said the patient was treated with a course of antibiotics and after finishing the antibiotics, he seemed at first to recover but then experienced the same uti again. He was tested recently in (B)(6) 2021 and found not to have any bacteria in his urine, but the doctor could not find a reason for the recurring infection.